Event description:
Customer reportedly administered 80 units of novolin 70/30 based on blood glucose result of 400 mg/dl obtained on the advantage system. Customer received result of 125 mg/dl two minutes later. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.